Event description:
Related manufacturer reference number: 3006705815-2021-04189. It was reported that the patient underwent treatment in the hospital for blood clots in his legs. The patient has since been successfully discharged.

Manufacturer narrative:
A trial patient experiencing blood clots was reported to abbott. The issue was resolved and the patient was discharged from the hospital. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.